Manufacturer narrative:
An event of angina and pericarditis after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the pericarditis was not confirmed and is based on the patient's symptoms, and the cause of the angina was attributed to the implant procedure. Based on available information, the reported angina appears to be related to the implant procedure. A cause for the reported pericarditis could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was provided that pericarditis was not confirmed and is based on the patient's clinical symptoms. There was no difficulty experienced implanting the 35mm navitor vision valve. The cause of the patient's chest pain is attributed to the implant procedure. There is no allegation of malfunction against the abbott device or procedure. There was no initial or prolonged hospitalization due to this event. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B )(4). It was reported that on (B)(6) 2024, a 35mm navitor vision valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The final non-coronary cusp implant depth was 3.4mm. On (B)(6) 2024, it was noted that the patient had intermittent chest pain thought to be from pericarditis. No intervention was performed. The patient was in stable condition at the time of report.